Manufacturer narrative:
Block a2: the patient's date of birth was not reported but the patient was born on the year 1977. Block h6: imdrf device code a15 captures the reportable event of partial stent deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the hepatobiliary system for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the axios stent's second flange could not be deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.